Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 02/05/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the silicone balloon. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. However, a white strand of material was observed to be hanging out of the seam of the btt. No other visual defects were observed. Based on the returned condition of the device, and the no specific failure reported, the visual defect observed was confirmed and a manufacturing engineering evaluation was requested. A manufacturing engineer evaluation was conducted. The btt subassembly was inspected visually under magnification. It was evident that there was excess suture protruding from the balloon groove of the btt subassembly. Based on the engineer evaluation results, the visual defect was observed. The lot # 3000431431 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before the procedure the accessory vasoview hemopro 2 had hair like plastic hanging off of it. They had to open a new kit without any delays or patient harm.